Event description:
Middle aged patient with breast cancer with rupture left breast implant. She underwent procedure for removal. Per pathology report: left breast implant 322cc disrupted implant measuring 13.5x 13.5x 3.5cm. Manufacturer is allergan 320ml with lot number 2070674. Right breast implant 180cc received fresh is a breast implant measuring 12.0x 12.0x 2.5cm. The manufacturer name is allergan 180ml, lot number 2048622.